Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.

Event description:
The system stopped producing images during fluoro. No patient injury was reported.